Event description:
On (B)(6) 1998, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2020, a computed tomography (CT) scan showed the filter is tilted and the apex of the filter is against the inferior vena cava wall. It demonstrates 4mm aortic perforation, vertebral perforation and mesenteric perforation.